Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of residual liquid in the c-cover could not be established. Moreover, the most probable cause of gap in the adhesive area between the server plug-in (z-block) and distal end, discoloration inside the light guide (lg) lens is traced to degradation of the component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, which was an olympus asset with no reported complaint. During the evaluation of the device, a gap in the adhesive area between the server plug-in (z-block) and distal end, discoloration inside the light guide (lg) lens, and residual liquid in the c-cover were observed. There was no patient involvement.